Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 22:27:31. During night drain cycle four, the patient's ultrafiltration reading was 4688ml, indicating the home patient (hp) drained 4688ml more than their maximum programmed fill volume of 2500ml. No additional information is available.